Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "it does not make the infusion" was not reproduced because the unit showed an unrelated system error on the display all the time. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump "did not make the infusion". There was no patient involvement. No additional information is available.